Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 167 mg/dl. The customer stated that the battery died in the middle of the night, they changed the battery, then it went to blank display and was buzzing. The customer stated that they were not calling back after receiving a new battery cap. Troubleshooting was performed, but the display did not return. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Pump received with normal operating currents. No blank display noted. No buzzing sound noted during the testing.